Event description:
Complainant reported that the battery test balloon on the console alarm panel was dislodged while supporting a patient. There was no patient impact. The patient was subsequently switched to another console and is doing well. This issue poses to risk to the patient because it does not negate the ability of the console to continue to perform its life-sustaining functions. The console was repaired on-site by replacing the alarm panel. A memorandum regarding the replacement of the alarm panel is attached hereto. The alarm panel that was replaced is being returned to syncardia for evaluation.

Manufacturer narrative:
In 2006, at mcv-vcu I installed a new alarm panel (pn350199-002) onto console #13 and I performed a successful system checkout. Background: console #13 was put into use in 2006 supporting a patient. After 17 days, it was reported to us that the battery test pushbutton on the alarm panel became dislodged when it was depressed during a routine system battery check. Typically, this pushbutoon is depressed prior to disconnecting power for patient transport, and the nurses may routinely depresss this switch when they start their shift. The pushbutton is used to test the battery and is not a part of the normal function needed to support a patient. Even without the pushbutton, the system switches seamlessly to the battery backup system. The pushbutton should never be depressed when the console is functioning on battery power. In addition to the pushbutton, the battery status is shown on the system computer both in percentage of full charge and estimated time of full support if run on battery power. Because of the full functionality of the console in all modes of operation, as well as the redundant battery condition display on the computer, the decision at the the hospital was to keep this console in use on the patient until my scheduled visit for 12 days. At that time, console #13 was switched with console #9. The switchover was uneventful and took under two seconds for the drivelines to be transferred from one console to the next. Console #13 was removed from the patient room and moved to a conference room down the hall from the patient room. The new alarm panel that had previously been shipped to the hospital was used to replace the alarm panel with the missing pushbutton. The exchange of panels is easily accomplished by removing the panel mounting screws and then detaching the connectors on the wiring harnesses. The replacement panel is then attached to the connectors and then the mounting screws secure the panel into place on the front of the console. The entire process of switching panels takes less than five minutes. Following the replacement of the panel, I performed a successful system checkout with the biomedical engineer at the hospital. The panel will be returned to syncardia by the engineers of the hospital.